Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: limited information available. A tear in the peritoneum was found after using c0h11. Patient status: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. At this time, applied medical is unable to determine the exact root cause of the injury or confirm that a product malfunction occurred.

Event description:
Procedure performed: unknown. Event description: limited information available. A tear in the peritoneum was found after using c0h11. Product is available for return. Additional information received on 10jun2022 via email from applied medical representative: product is not available for return. Patient status: unknown.